Event description:
The physician used a wilson-cook double lumen wire guided sphicterotome. During the procedure, the cutting wire pulled free from the catheter. The user reported that no detached inside the patient. However, upon receipt of the device at the manufacturer, the cutting wire to the catheter was missing. No patient injury was reported.